Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the patient was discharged, then readmitted after testing. Tests showed a "bile leak". The surgeon had reported putting 5 clips on the duct.